Event description:
A patient who underwent spinal surgery on (B)(6) 2024, was later found to have dislocation of the l4 right set screw associated with the implanted pedicle screw system. On (B)(6) 2025, the treating physician confirmed the dislocation. As a result, a second surgical intervention was performed on (B)(6), 2025, during which the l4 right pedicle screw, set screw, rod, and the l5 right rod and set screw were removed. The l4 pedicle screw was replaced with an upsized 7.8 ã 50 mm pedicle screw, and final fixation was achieved using a new rod and set screw. The re-operation was completed successfully. No device sample was available for return or evaluation.

Manufacturer narrative:
Next orthosurgical inc. Received a complaint on (B)(6) 2025, reporting that a patient who underwent lumbar spinal surgery on (B)(6) 2024, was later found to have dislodgement of an implanted set screw associated with a thoracolumbosacral pedicle screw system at the l4 level. The dislodgement was confirmed by the treating physician on (B)(6) 2025. A revision surgery was performed on (B)(6) 2025, during which the affected pedicle screw, set screw, and rod were removed and replaced with an upsized pedicle screw and new rod and set screw. The revision surgery was completed successfully. The affected component was identified as a set screw, blunt start (part no. Cbcaj-10000), lot no. 003552a03. The device history record for the affected lot was reviewed and confirmed that the product met all applicable inspection and release criteria. No physical device sample was returned for evaluation, and there was no remaining inventory available from the affected lot to permit additional physical inspection or material analysis. As a result, the specific failure mechanism could not be conclusively confirmed. Images provided with the original complaint showed surface markings such as fading and abrasion, which can occur during surgical use. No indications of breakage were observed at the threads of either the pedicle screw tulip or the set screw. Based on predominantly clinical information provided in the original complaint, the event may be related to procedural factors; however, this could not be confirmed. Although no product malfunction was verified, the event met the criteria for medical device reporting due to the requirement for additional surgical intervention and is being reported in accordance with 21 cfr part 803. No corrective or preventive action was initiated. The complaint will be closed based on the information currently available. The manufacturer will continue to monitor similar events through post-market surveillance and trending, and the complaint record will be updated if additional information becomes available.